Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under iaca (B)(4).

Event description:
Surgeon implanted a aq2010v silicone lens. The lens torn upon insertion into the eye. The lens was cut in half to remove from the eye. No patient injury.